Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/24/2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display lens was found to be scratched. (B)(6).

Event description:
It was reported that the ok button continued to scroll after pressed. The keypad was reportedly intact and the buttons sprung back normally. The patient reportedly wore the pump in a pocket and did not clean the pump.